Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display appeared pixelated resulting in the display being unreadable. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.